Event description:
The device reportedly displayed connect electrondes when the device was used to attempt to pace a bradycardic patient. The ambulance arrived at the hospital before any attempts to correct the problem were made and the patient was delivered to the ER and treatment was transferred to the ER staff.